Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suddenly stopped responding to any sound with the device. No incident of an accident or injury were reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
It was reported that the recipient suddenly stopped responding to any sound with the device. No incident of an accident or injury was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient suddenly stopped responding to any sound with the device. No incident of an accident or injury was reported. The recipient was re-implanted.